Event description:
Same case as: 2134265-2009-05356. It was reported that post a coronary stenting drug eluting treatment procedure, a patient death occurred. The mildly tortuous ostial to proximal portion of the circumflex (cx). An ebu 3.5 guide catheter and a non-bsc guide wire were advanced to the lesion site. An apex 3.0x15mm balloon was used to pre-dilate the lesion to 12atms. Next a taxus liberte stent 3.0x16mm was advanced and deployed at the lesion site at 14 atms for 60 seconds. Then a taxus liberte stent 3.0x8mm was deployed at the lesion site at 12atms for 30 seconds. It was noted there was pre-existing aneurismal area just distal to the 3.0x16mm stent. The patient was not a surgical candidate for treatment of the aneurismal area. Additionally, the mid left anterior descending artery was 100% stenosed and the right coronary artery was 100% stenosed but were not treated. There were no complications during the procedure. Aspirin and plavix were administered pre and post procedure. Thirty six hours post-procedure the patient went into ventricular fibrillation-arrest and died. There was no autopsy performed and the physician opinion is that probable stent thrombosis occurred. No further information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.